Manufacturer narrative:
H3. Evaluation summary. This device was returned, evaluated and retained by this MFR. The engineering evaluation revealed a leak in the balloon. As co's attempts to gain further info with regards to the circumstances surrounding this event were unsuccessful, co is unable to determine the cause for this event.

Event description:
A balloon ruptured on the first inflation at five to six atmospheres during a subclavian vein dilatation procedure. Another balloon was used to successfully complete the procedure without pt complications. This device is currently being evaluated by this MFR. Upon completion of the evaluation, a supplemental medwatch report will be forwarded under the appropriate sequence number. Balloon rupture or balloon leakage is an anticipated event of percutaneous angioplasty which has been associated with overpressurization or use in a calcified lesion. However, without evaluating the device co cannot determine the exact cause for this event. Directions for use state: "do not exceed the normal pressure printed on the product label.. Never manipulate the catheter with the balloon inflated... The integrity of all balloon catheters may be compromised by sharp objects or surfaces. Not recommended for use in calcified lesions."